Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump died ran out of power. Customer's blood glucose level was 11.9 mmol/l. Customer also stated that the battery icon was not showing. The device will not be returned for analysis.